Event description:
The customer contacted physio-control to report that their device was suspected to have not provided a defibrillation shock during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The third-party service agent advised some unrelated repairs, however the customer refused the repair. The device was subsequently returned without repair. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was suspected to have not provided a defibrillation shock during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.